Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 07-mar-2019. The most recent information was received on 20-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure of right side was migrated 1.5 cm to endometrial cavity"), genital haemorrhage ("abundant bleeding"), the first episode of abdominal pain ("pain in right side of abdomen") and nephrolithiasis ("kidney stones") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation. Concomitant products included diazepam (diazepan) (B)(6) 2016 and ibuprofen from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), headache ("headache"), arthralgia ("pain in ankles/ knees/ wrists/ elbow/ hip/ joint pain"), back pain ("lumbar pain"), hypomenorrhoea ("menstruation with low quantity and obscure bleeding"), nervousness ("nervousness"), dyspareunia ("pain in uterus at the moment of sexual intercourse"), vomiting ("vomits"), diarrhoea ("diarrhoeas"), the second episode of abdominal pain ("contractions"), uterine pain ("a lot of uterine pain"), dysmenorrhoea ("painful menstruation"), fluid retention ("fluid retention"), abdominal distension ("swollen abdomen"), chromaturia ("obscure urine"), urine odour abnormal ("bad urine odour") and myalgia ("muscle pain"). The patient was treated with surgery (bilateral salpingectomy with removal of device and hysteroscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device dislocation had resolved. At the time of the report, the genital haemorrhage, headache, arthralgia, nervousness, dyspareunia, vomiting, diarrhoea, the last episode of abdominal pain, uterine pain, fluid retention, abdominal distension, chromaturia and urine odour abnormal outcome was unknown, the nephrolithiasis had not resolved, the back pain, hypomenorrhoea and dysmenorrhoea had resolved and the myalgia was resolving. The reporter considered abdominal distension, arthralgia, back pain, chromaturia, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fluid retention, genital haemorrhage, headache, hypomenorrhoea, myalgia, nephrolithiasis, nervousness, urine odour abnormal, uterine pain, vomiting, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp sting in right side"), device dislocation ("essure of right side was migrated 1.5 cm to endometrial cavity"), genital haemorrhage ("abundant bleeding"), the first episode of abdominal pain ("pain in right side of abdomen") and nephrolithiasis ("kidney stones") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation. Concomitant products included diazepam (diazepan) from (B)(6) 2016 and ibuprofen from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), headache ("headache"), the first episode of arthralgia ("pain in ankles"), the second episode of arthralgia ("pain in knees"), the third episode of arthralgia ("pain in wrists"), the fourth episode of arthralgia ("pain in elbow"), the fifth episode of arthralgia ("pain in hip"), back pain ("lumbar pain"), hypomenorrhoea ("menstruation with low quantity and obscure bleeding"), nervousness ("nervousness"), dyspareunia ("pain in uterus at the moment of sexual intercourse"), vomiting ("vomits"), diarrhoea ("diarrhoeas"), the sixth episode of arthralgia ("joint pain"), the second episode of abdominal pain ("contractions"), uterine pain ("a lot of uterine pain"), dysmenorrhoea ("painful menstruation"), fluid retention ("fluid retention"), abdominal distension ("swollen abdomen"), chromaturia ("obscure urine"), urine odour abnormal ("bad urine odour") and myalgia ("muscle pain"). The patient was treated with surgery (bilateral salpingectomy with removal of device and hysteroscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, headache, nervousness, dyspareunia, vomiting, diarrhoea, the last episode of arthralgia, the last episode of abdominal pain, uterine pain, fluid retention, abdominal distension, chromaturia and urine odour abnormal outcome was unknown, the nephrolithiasis had not resolved, the back pain, hypomenorrhoea and dysmenorrhoea had resolved and the myalgia was resolving. The reporter considered abdominal distension, back pain, chromaturia, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fluid retention, genital haemorrhage, headache, hypomenorrhoea, myalgia, nephrolithiasis, nervousness, pelvic pain, urine odour abnormal, uterine pain, vomiting, the first episode of abdominal pain, the first episode of arthralgia, the second episode of abdominal pain, the second episode of arthralgia, the third episode of arthralgia, the fourth episode of arthralgia, the fifth episode of arthralgia and the sixth episode of arthralgia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.